Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had mine removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("gained weight"). On an unknown date, the patient experienced pelvic pain ("hardly work in so much pain"), fatigue ("fatigue") and somnolence ("barely can stay awake"). The patient was treated with surgery (to remove essure). Essure was removed in 2016. At the time of the report, the pelvic pain and fatigue outcome was unknown and the weight increased had not resolved. The reporter considered fatigue, medical device removal, pelvic pain, somnolence and weight increased to be related to essure. The reporter commented: I gained weight since mine was removed in 2016. Concerning the injuries reported in this case, the following ones were reported via social media : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had mine removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("gained weight"). On an unknown date, the patient experienced pelvic pain ("hardly work in so much pain"), fatigue ("fatigue"), somnolence ("barely can stay awake") and depression ("I get really depressed"). The patient was treated with surgery (to remove essure). Essure was removed in 2016. At the time of the report, the pelvic pain, fatigue and depression outcome was unknown and the weight increased had not resolved. The reporter considered depression, fatigue, medical device removal, pelvic pain, somnolence and weight increased to be related to essure. The reporter commented: I gained weight since mine was removed in 2016 concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media content received: new event I get really depressed was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had mine removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("gained weight"). On an unknown date, the patient experienced pelvic pain ("hardly work in so much pain"), fatigue ("fatigue") and somnolence ("barely can stay awake"). Essure was removed in 2016. At the time of the report, the pelvic pain and fatigue outcome was unknown and the weight increased had not resolved. The reporter considered fatigue, medical device removal, pelvic pain, somnolence and weight increased to be related to essure. The reporter commented: I gained weight since mine was removed in 2016 concerning the injuries reported in this case, the following ones were reported via social media : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events 'gained weight' and 'medical device removed' was added. New reporter was added. Non-drug treatment was added. Reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.